Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the investigation is complete.

Event description:
The account alleges that during an iliac venography, the tip of the catheter cracked into pieces during the passage to the common iliac artery. Some of the pieces were remain within the patient body. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.